Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a cartridge would not fit properly on the pump. During troubleshooting with tandem technical support, an o-ring was found on the pneumatic tap. There was no reported impact to the customer's blood glucose level. The customer removed the o-ring and resumed insulin delivery successfully.